Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before an unspecified procedure, the followings were noted. The endoscopic image was intermittent. The subject device did not start up. Even after starting up successfully, the power got intermittent. -the front panel of the subject device did not light up. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but the board (cp board) inside was returned. The reported phenomenon was not duplicated in conjunction with an otv-s300 and a ch-200 as well as the inspection by olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection and evaluation, there was the possibility that the reported phenomenon was caused by temporary malfunction of the front panel and/or an internal board.